Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, the right ventricular (rv) lead exhibited high and undefined pacing impedance with the analyzer and the new device. The rv lead also exhibited high pacing threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.